Event description:
Electrosurgical extender used with the extended esu tip. The part where they connected overheated and burned the patient's bowel while doctor was working deeper in pelvis with tip. Resulting in the need for approximately a 2cm bowel resection w anastomosis.